Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Symptoms resolved about three months after symptoms presented.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with 2 ml of juvéderm voluma® xc in the cheeks, 1 ml of juvéderm volbella® xc in the upper/lower lips, and 1 ml of juvéderm vollure¿ xc in the nasolabial folds and marionette lines. The patient was also concomitantly injected in the forehead, crow¿s feet and glabella with botox®. Five months later the patient had fraxel and coolsculpting treatments. Two weeks later the patient experienced a nodule in the glabella, nasolabial folds, bilateral cheeks, marionette lines, chin, & bilateral orbital rim, also swelling in the eyes and mouth. The injector reported that the event was ¿not a side effect¿ and charted ¿'inflammatory process with nodulation formation and edema from 6 months ago, no sign of infection; left upper/lower lip, upper cheeks, bilateral chin and marionette area.¿ patient also experienced erythema. Fifteen days after symptoms began the patient was treated with prednisone and the antibiotic doryx. The injector will treat the patient with hylenex if the swelling continues after prednisone. Symptoms are ongoing but improving. "Decreased signs inflammation, swelling erythema, tenderness - focal firm nodule left infraorbital, right upper and lower lip". This is the same event and the same patient reported under MDR ID# 3005113652-2019-00441 (allergan complaint #(B)(4)) juvéderm voluma® xc and MDR ID# 3005113652-2019-00443 (allergan complaint #(B)(4)) juvéderm volbella® xc. This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc.